Event description:
Two syringes from the same lot were found in the supply cart with bent tips (see photos). Other syringes remaining from this lot number were not impacted by this issue. Reference report: mw5147833.